Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a foreign body detached from the inner side of the sheath issue occurred. It was reported that during the procedure, the inner sheath could not advance in the outer sheath due to the impediment. Another vizigo was used to complete the procedure. There was no patient consequence reported. Additional information was received on 10-jul-2022. They felt resistance, but the exact amount is unknown. There was physical damage on the dilator due to resistance. There was occlusion when irrigating the sheath. The sheath was completely blocked. The dilator was not able to be moved through the sheath. The dilator was not stuck on the sheath. A foreign body was detached from the inner side of the sheath. The part did not break into two or more separate pieces. The dilator damaged issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. The foreign material which detached from the inner side of the sheath was assessed as a MDR reportable malfunction. The awareness date for this reportable issue is 10-jul-2022.

Manufacturer narrative:
Additional information was on 8-sep-2022. Something was missing in the inner part of the sheath. No material was observed. The sheath was used on patient. Per the additional information received, reassessed the MDR reportable issue from foreign body detached from the inner side of the sheath (contamination / decontamination problem (a18)) to a MDR reportable issue of hemostatic valve separation (material separation (a0413)). Therefore, updated h6. Medical device problem code field. The device is still being evaluated. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 13-oct-2022. It was unknown what section broke/separate. It was unknown if the hemostasis valve (gasket) was dislodged inside or outside the hub. It is unknown if the brim cap/hub become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The approximate volume of blood that was lost was 40ml. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 31-aug-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred.it was reported that during the procedure, the inner sheath could not advance in the outer sheath due to the impediment. Another vizigo was used to complete the procedure. There was no patient consequence reported. Additional information was received. They felt resistance, but the exact amount is unknown. There was physical damage on the dilator due to resistance. There was occlusion when irrigating the sheath. The sheath was completely blocked. The dilator was not able to be moved through the sheath. The dilator was not stuck on the sheath. A foreign body was detached from the inner side of the sheath. The part did not break into two or more separate pieces. Additional information was on 8-sep-2022. Something was missing in the inner part of the sheath. No material was observed. The sheath was used on patient. It was unknown what section broke/separated. It was unknown if the hemostasis valve (gasket) was dislodged inside or outside the hub. It is unknown if the brim cap/hub become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The approximate volume of blood that was lost was 40ml.the device evaluation was completed on 30-nov-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath. Additionally, the hemostatic valve was observed in good condition. A good known lab sample dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilator was not returned for analysis and could not be evaluated. The returned sample was connected to a syringe with water, and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. The dilator could not be tested since this device was not returned for analysis.a device history record was performed for the finished device batch number, and no internal actions were identified.the issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes:-investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿obstructed - sheath¿ and the ¿hemostatic valve separation¿ issues. Investigation findings: no findings available (c20) / investigation conclusions: appropriate term/code not available (d17) were selected as related to the customer¿s reported ¿dilator damaged¿ issue as unable to analyze as the dilator was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)